Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a possible cause of the malfunction could include degradation and operational problems. The service center could not specify whether the device was used in accordance with the instruction for use (IFU) from the complaint information should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno fiberscope was returned to the service center with a report of foggy image. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a chipped adhesive at the bending section and foreign object at the objective lens was found. There was no patient involvement.